Event description:
Patient reported obtaining back-to-back blood glucose results of 49 mg/dl and 99 mg/dl while using the suspect device. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.